Event description:
It was reported that the implantable cardiac monitor (icm) had gravitated further down into the patient's chest and was no longer pa lpable under their skin. The patient reported a sharp pain on occasion. The monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.